Manufacturer narrative:
Combination product: yes the affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing related root cause could be identified. The root cause for the complaint event is most likely related to the extension catheter used in the intervention whose dimensions do not meet the requirements specified in the orsiro mission IFU.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (80 % stenosis degree), in a severely tortuous segment of the medial lcx. It is unknown, if the target lesion was pre-dilated. The physician placed a guiding catheter and inserted a nipro guideplus ii st guiding extension catheter. When inserting the complaint device into the guiding extension catheter, the stent got caught and displaced proximally onto the complaint device shaft. As soon as it was noticed, the complaint device was withdrawn, during which the stent slipped distally and ultimately fell off from the device outside of the patient.